Event description:
It was reported that this patient presented to the emergency room (ER) with symptoms, or dizziness, and lightheadedness. The patient was noted to have complete heart block, and a junctional rhythm. A boston scientific representative (rep) reviewed the pacemaker device data and indicated the device was not providing pacing therapy as expected and the patient had an escape rate in the 30 beat per minute range. The rep noted that a remote check of the device data was performed one (1) week prior and the threshold and daily measurements were fine. In the interim, the pacemaker device was programmed to a fixed right ventricular (rv) output of 5 volts, and the rep contacted boston scientific technical services (ts) to discuss the issue. Ts discussed possible electromagnetic interference noise, possible lead noise, or other possible causes for the device not to pace. Ts reviewed a recent device remote monitoring transmission and indicated they did not observe anything obvious to cause the device not to pace. Ts provided guidance to the rep to perform in-clinic isometric, movement and pocket manipulation testing to determine if any oversensing can be created and suggested programming the device back to the initial settings with the patient in-clinic to see if the issue occurs again. Ts noted that if a cause cannot be determined to consider performing an rv lead revision as the lead has been in service for 15 years. Other troubleshooting techniques were discussed, including reviewing the device sensor replay. A review of the sensor replay indicated the device sensed something above the lower rate limit around the time that the patient was in the ER. This was reviewed with the physician who agreed the device was sensing something, but it was not clear what was being sensed. An in-person device interrogation was performed by the rep the following day. No noise was able to be produced on the leads and consistent and stable lead measurements were observed. It was noted that there was a farfield signal that was observed to be oversensed on the atrial channel. The rep indicated the device magnet response was programmed to store electrograms and the patient would be monitored for the next 24 hours. Subsequent attempts to gather additional information were unsuccessful. The rv lead remains in-service. No additional patient symptoms, or adverse patient effects were reported.